Event description:
During bench evaluation, it was found that the battery pca pins were bent. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.